Manufacturer narrative:
(B)(6) spoke with long time v-go 20 user. Patient had numerous complaints going back to 2020. He has been a t1d since 1974. He has used the vgo for five years. Patient uses finger sticks 4-5 times a day to test his glucose level. Patient is a smoker, does not exercise, and uses a cane to aid in ambulation. Patient states he eats two meals a day, and bases his bolus dosing on carb counting. Patient states he always uses his 18 clicks and sometimes gives additional sq humalog. Patient also states that his hcp recently started him on levimir 20 units in addition to his vgo20 insulin. In 2020 he was hospitalized for foot ulcers with gangrene, which ultimately resulted in amputation of 2 whole toes and half of two toes. Patient ended up in a rehab facility where he had an episode of extreme hypoglycemia during the night for which the staff called the paramedics for treatment. Patient was unsure of the treatment he received. Patient was wearing his v-go at the time. States his glucose was in the 20s. Patient responded to the treatment. Patient states he was not eating enough and had unintentionally lost 40 pounds. Patient states he didn't realize he could order double portions. Patient states that after this event they started giving him a hs snack. More recently patient had a hypoglycemic event on (B)(6) 2021 at 0800. Patient woke with glucose of 56. Patient treated it with "what was available". Patient ate two bananas and his glucose recovered. Patient states he under ate carbs at his dinner meal as well as over clicked. Patient also states he did not eat a hs snack that evening. While 56 is a serious low glucose he was able to recognize and self-treat the low.

Event description:
The patient reported that over the past 12 months, he has experienced hypoglycemia and hyperglycemia amongst other health issues. The patient stated that his hypoglycemic events usually occur in the morning and the most recent one was on 7/20 with a bg of 56 at 8:00am. The patient mentioned that he is able to recognize hypoglycemic events on his own and symptoms can be having strong feelings such as feeling like he is having an anxiety attack, anxious and sweating and not being able to focus. The patient mentioned that he experienced his worst hypoglycemic event about 4.5 years ago while in the hospital in rehab. The patient shared that while in rehab, he was sleeping and became unresponsive with a bg in the 20's. The patient mentioned that he was on the v-go 30 at this time and ER helped him out of this.